Manufacturer narrative:
(B)(4). Results: the penumbra coil 400 (pc400) embolization coil was detached from the pusher assembly and had a fractured stretch resistant (sr) wire. The proximal constraint sphere was intact with the embolization coil and was measured to be within specification. Conclusions: evaluation of the returned devices revealed the px slim was ovalized in the distal shaft. This damage may have occurred due to forceful manipulation of the px slim during positioning within the patient anatomy. Further evaluation revealed the pc400 embolization coil was detached from the pusher assembly and had a fractured sr wire. The fracture of the stretch resistant (sr) wire likely occurred during attempts to retrieve the coil using a snare device, as was reported in the original complaint. Since the pc400 pusher assembly was not returned for evaluation, the root cause of the coil¿s unintentional detachment could not be determined. The pc400 introducer sheath and the non-penumbra balloon catheter mentioned in the complaint were not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01252.

Event description:
The patient was undergoing a coil embolization procedure for a renal arteriovenous malformation (avm) using penumbra coil 400''s (pc400''s) and a px slim delivery microcatheter (px slim). During the procedure, the physician first advanced and inflated another manufacturer's balloon catheter near the shunt point of the avm in order to control blood flow. The px slim was then advanced through the balloon catheter and towards the outflow portion of the shunt point. Next, the physician attempted to deploy a pc400 into the avm. However, while advancing and retracting a pc400 through the px slim, the physician encountered resistance. Subsequently, after several attempts of advancing and retracting the pc400, the physician noticed that the coil had unintentionally detached with approximately ten centimeters protruding from the px slim. Therefore, the physician approached the shunt point from the right femoral vein through the right renal vein and required a snare device to retrieve the detached pc400. Since the right femoral vein was punctured, the physician inserted a balloon catheter for balloon-occluded retrograde transvenous obliteration (brto) and wedged it at the outflow portion of the avm in order to control the blood flow. The physician then removed the px slim and noticed that the tip of the px slim appeared to be open and have a "flared" shape. Therefore, a new px slim was opened and advanced through the balloon catheter. The procedure was completed using a new pc400 and the new px slim without any further issues. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Reportable event: serious injury.